Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient¿s spouse reported that when the patient¿s device was first implanted, it would ¿hiccup¿ or ¿spasm¿ on the left side. At that time the issue was ¿fixed¿ but now the issue is occurring again. Follow up attempts with the patient¿s clinic to obtain additional information was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that communication with the patient's physician's office indicated that the patient was seen for the most re cent symptoms and the physician did not think that the muscle twitching was related to the device. When the patient previously experienced similar symptoms, the device was reprogrammed to turn the capture management to monitor.